Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: high temperature. Probable root cause: improper set-up conditions, poor airflow in console, poor ventilation around console, ambient temperature around console higher than recommended. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that during surgery high temperature of the fluids were detected causing a potential burn to the patient. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: high temperature . Probable root cause: improper set-up conditions. Poor airflow in console. Poor ventilation around console. Ambient temperature around console higher than recommended. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that during surgery high temperature of the fluids were detected causing a potential burn to the patient. The procedure was completed successfully.